Event description:
Information was received from a consumer via a manufacture's representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient was looking for a new physician to help with the patient's pump. It was mentioned the patient's pump might be infected.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Additional information was received from a consumer regarding a patient who was receiving clonidine 4.5 mg/bolus at 1.5 mg/day, bupivacaine 4.5 mg/bolus at 4.5 mg/day and clonidine 15 mcg/bolus at 1.5 mcg/day via an implantable pump for malignant pain and cancer pain. It was reported the health care provider (hcp) turned the pump off in (B)(6) 2016 when the patient was in the hospital. The patient had intense pain around the pump and catheter which began mildly a couple of months ago and had been getting worse/intensified over the last week and was debilitating. The patient could not stand or walk currently from the pump or the catheter, could not walk to the bathroom and back, and had difficulty sitting up or anything. They had prescribed the patient fentanyl patches. The cause of the pain was not known. The patient was seen by two doctors and their oncologist every three weeks. One of the patient's biological medications was killing the cancer and they haven't had any pain until this pain with the pump and catheter. In 2015, when the patient had problems getting the device serviced, the rep tried to call the hcp and it did not work out well. They had to coordinate with a cardiologist to remove the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.